Event description:
A surgeon reported that a pt was more myopic than expected following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional info has been requested.

Event description:
Additional information was provided by the surgeon. The intraocular lens was explanted in 2002.